Manufacturer narrative:
Mindray service representative replaced the units mpm module. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the dpm 6/7 monitor displayed the ECG waveform without corresponding numberics which may have affected ECG monitoring. No patient injury was reported.